Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the liner. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently a revision was performed due to instability. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00875705201, lot# 62898496, 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners. Cat# 00625006530, lot# 62878547, bone scr 6.5x30 self-tap. Cat# 00625006525, lot# 62854223, bone scr 6.5x25 self-tap. Cat# 00771301100, lot# 62938998, modular femoral stem press-fit plasma sprayed cementless size 11. Cat# 00784802200, lot# 62884956, modular neck b 12/14 neck taper use with +0 heads only. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was report that the patient underwent an initial left hip arthroplasty. Subsequently, the patient was revised approximately 2 years later due to allegations of instability. Acetabular liner and femoral head were exchanged. Attempts have been made and no further information has been provided.